Event description:
The customer reported having issues with the quick serter, and the battery only lasted couple of days. The customer also mentioned that the insulin pump alarmed motor error. The blood glucose reading was 119mg/dl. Troubleshooting was performed and the displacement test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.